Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 205, 179 and 181 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 235 mg/dl using truebalance meter and 229 mg/dl using truebalance meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date at time of call is about a month ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 205, 179 and 181 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 235 mg/dl using true balance meter and 229 mg/dl using truebalance meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date at time of call is about a month ago. The meter memory was reviewed for previous test result history: 205mg/dl (B)(6) 2016 07:58 am fasting: yes, 179mg/dl (B)(6) 2016 09:07 am fasting: yes, 181mg/dl (B)(6) 2016 09:18 am fasting: yes, 171mg/dl (B)(6) 2016 09:24 am fasting: yes, 242mg/dl (B)(6) 2016 07:44 am fasting: yes. Memory concerns:205 179 181 171 242mg/dl.